Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the v.a.c. Therapy was placed on the pt's left hip wound. On (B)(6) 2011, the home health nurse was attempting to remove the dressing but was not able to remove all the granufoam due to the pt had hypergranulated and a piece of granufoam had adhered to the wound bed this happened within two days from the time that the dressing had been changed. V.a.c. Therapy was discontinued. Further reported info on an unk date, the wound became infected. However, it was also reported that prior to v.a.c. Therapy, the pt had a hip revision and developed a fever, was hospitalized, developed a wound infection, and a dehisced wound. On (B)(6) 2011, the pt had a follow up appointment with the doctor. On an unk date, the wound was surgically debrided. No further info is available.